Event description:
During an initial implant procedure of a right atrial and right ventricular (vlp and alp) on (B)(6) 2025, it was reported that the helices of each lp became stretched. The alp and vlp were not used and a new alp and vlp were successfully implanted. The patient was stable throughout the procedure.

Event description:
Correction: both devices reported were ventricular leadless pacemakers (vlp). There were no atrial leadless pacemakers (alp) in the event. Additional information received indicated the patient experienced discomfort during the implantation of the first vlp.

Manufacturer narrative:
B5.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.